Manufacturer narrative:
The elevator was returned without packaging. The elevator was visually evaluated and the tip was found to have been broken off. There are scratches and normal signs of wear indicating the use of the instrument; discoloration and pitting was observed. The complaint was confirmed as the instrument tip was broken off. The most likely cause of the fracture was determined to be excessive force by the user. The instructions for use (IFU) states in the section titled warnings and precautions: ¿the tip of the instrument is extremely thin and delicate, care should be taken to avoid applying significant pressure to the tip.¿ the discoloration and pitting may have assisted in the fracture of the instrument, and was likely caused by improper cleaning technique. The IFU also states in the sterility section that, ¿staining and spotting may result on instruments that are steam sterilized if the instruments are not completely rinsed and free from residual chemicals. It is vital that proper drying cycles and the equipment manufacturer¿s recommendations are followed to prevent the formation of excess moisture and resultant water spotting.¿ there are no indications of manufacturing defects and no updates to the risk assessments needed.

Manufacturer narrative:
(B)(4). Review of device history records show the lot released with no recorded anomaly or deviation. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the elevator broke during a procedure. The broken piece was removed from the patient's mouth. There was no surgical delay or injury to the patient.

Manufacturer narrative:
Correction to additional MFR narrative in report 0001032347-2017-00528-1 which stated "the instructions for use (IFU) states in the section titled warnings and precautions: ¿the tip of the instrument is extremely thin and delicate, care should be taken to avoid applying significant pressure to the tip.¿ corrected to: the package insert for this device states in the section titled warnings and precautions: "avoid undue stress or strain when handling or cleaning instruments."